Event description:
The physician reported that during a pacemaker replacement procedure, following connection of the subject pacemaker to the existing leads, pacing and capture failure were observed in the ECG trace. The physician visual verified proper lead connection, reprogrammed the device to unipolar pacing mode and inserted the device in the pocket, but the reported electrical issues persisted. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during a pacemaker replacement procedure, following connection of the subject pacemaker to the existing leads, pacing and capture failure were observed in the ECG trace. The physician visual verified proper lead connection, reprogrammed the device to unipolar pacing mode and inserted the device in the pocket, but the reported electrical issues persisted. Another pacemaker was subsequently implanted instead.